Event description:
It was reported that the device was running without the trigger being pressed. The device was sent in for repair, there is no information regarding patient involvement. There were no allegations of adverse consequences associated with this event.

Manufacturer narrative:
The device was returned to the manufacturer for investigation. According to the quality engineer, the complaint was duplicated. The root cause was determined to be a damaged motor controller. The device was repaired and returned to the customer.